Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred while the device was in use on a patient. The patient was switched to an alternate ventilator to continue ventilation. The device was returned to the manufacturer's product investigation laboratory for evaluation, and the customer's complaint was confirmed. The device's machine flow sensor was observed to be contaminated, as a result of water entering the device. Product labeling warns users: "do not immerse the device or allow liquids into any of the controls or the interior of the enclosure as the device may be damaged.". The device's machine flow sensor needs replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred while the device was in use on a patient. The patient was switched to another ventilator to continue ventilation. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.